Event description:
It was reported that the bd alaris smartsite extension set would not prime. The following information was provided by the initial reporter: the extension set would not prime/flush.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 22039393 d.4. Medical device expiration date: 30-mar-2023 h.4. Device manufacture date: 29-mar-2022 h.6. Investigation summary: one sample (model #22003e-07) was returned by the customer. It was reported that the extension set would not prime. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model 22003e-07 lot number 22039393 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd alaris smartsite extension set would not prime. The following information was provided by the initial reporter: the extension set would not prime/flush.